Manufacturer narrative:
This report is submitted on december 6, 2022

Event description:
The patient experienced an electrode tip fold-over (detected on x-ray). It was reported he had difficulties since the day the device was switched on. Assistance was sort with regards to mapping but the issue never improved. The device was explanted under a general anaesthetic on (B)(6) 2022. He was re-implanted at the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 03, 2022.